Event description:
The customer reported that the battery malfunctioned at delivery (defoa) confirmed by the manufacturer¿s international service technician finding check vent error 1124" in the error log. There was no patient involvement.